Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two weeks later, venogram showed extensive thrombus throughout the right leg included complete occlusion of the right common femoral vein, iliac vein, and inferior vena cava to the level of the filter. After one-month, computed tomography of the abdomen and pelvis with oral and intravenous contrast was performed due to abdominal pain and result showed that there was an infrarenal inferior vena cava filter in place. After one-month, computed tomography pulmonary angiogram was performed due to chest pain and history of pulmonary embolism. There was no evidence of pulmonary embolism noted. After one year and ten months, computed tomography angiogram of chest with contrast showed a small focus of interval new pulmonary embolism in the left lower lobe. On the next day, computed tomography of the abdomen and pelvis with contrast showed that there was an inferior vena cava filter. After one-month, computed tomography of the abdomen and pelvis without and with contrast showed that there was an inferior vena cava filter below the renal veins. After one-month, computed tomography of the lumbar spine without contrast showed that there was an inferior vena caval filter noted. After four days, computed tomography angiogram of chest with intravenous contrast demonstrated that there were filling defects in the left pulmonary arterial system compatible with pulmonary embolic. After one-month, computed tomography of the abdomen and pelvis with intravenous contrast was performed due to abdominal pain and result showed that there was a stable position of the inferior vena cava filter. After eight months, computed tomography of the abdomen without contrast was performed, and result showed that an inferior vena cava filter was present with the apex 4.5 cm inferior to the right renal vein. The limbs of the filter extended beyond the inferior vena cava wall. The filter was angulated 5 degrees relative to the long axis of the inferior vena cava. No fracture involved the filter or migration of the limbs into the abdominal aorta was identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter migration and the investigation is unconfirmed for the alleged filter tilt as the filter was angulated 5 degrees relative to the long axis of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2017). H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism and experienced pain in area of the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism and experienced pain in area of the filter. The current status of the patient is unknown.